Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0540e, implanted: (B)(6) 2013, product type: lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(6) 2010).

Event description:
The manufacturer representative (rep) reported that the implantable neurostimulator (ins) ruptured the skin and worked its way out of the patient's body at the pocket site. The ins was removed along with a portion of the lead. The physician attempted to remove the lead through the pocket site and the electrodes and tines were still intact. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. It was unclear why part of the lead was left implanted and the patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received from the manufacturing representative reported that the lead broke unexpectedly upon removal.